Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: n/a. The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8351686. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the expiration date was missing from the bd¿ insulin syringe box label before use. The following information was provided by the initial reporter: "pharmacy called and stated he got a new box and do not see an expiration date on the box."